Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated "electrical test failure code # 53" (shuttle transducer offset failure) and then stopped. The customer rebooted the iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative confirmed the failure code in the fault log, along with "low vacuum" and "system failure" alarms. He replaced the drive transducer (part number (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer.